Event description:
The customer reported that the quality of the images produced was degraded to a point in which they were not usable. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, video control board and passive backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.